Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by delays in ldap domain authentication and ids communication between the stations and the server, which resulted in slow login and authentication failures. Network and domain name system (dns) resolution problems, along with firewall rules affecting ldap traffic, contributed to the slowness. A technical support specialist (tss) coordinated with the customer¿s information technology (it) team, adjustments were made to network settings and firewall policies to allow proper ldap communication and ensure ids connectivity. Once these changes were implemented, authentication performance returned to normal, and the stations operated without further issues. The system functioned as intended after the technical support specialist and customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced slowness that affected multiple pyxis machines in the inpatient pharmacy areas, including 3 east, 4 west, 5 east, and rehab/hospice. Users reported delays during login and logout, system navigation, medication dispensing, and stocking activities, with some tasks taking approximately 20¿30 seconds to complete. The issue appeared to have been spreading to additional machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.